Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that while the patient was sleeping, they felt that they experienced hypoglycemia and had a seizure. The patient could not remember what the cgm reading was before going to sleep, and no fingerstick was taken. The patient did not experience any symptoms before he went to sleep. The patient could not remember how many hours passed before he woke up feeling shoulder pain and dizziness. He checked and during the night the cgm reading did not go below 75 mg/dl. The patient ate sugar to raise his glucose. When a fingerstick was taken the cgm reading was 200 mg/dl, and the blood glucose reading was 300 mg/dl. The patient went to the emergency room by taxi, and when a fingerstick was taken at the cgm reading was 300 mg/dl, and the blood glucose reading was below 200 mg/dl. The patient still had pain in their shoulder and imaging was made. The doctor suspected that it happened due to a fall because of the seizure. No results were reported from the imaging. No further treatment was given but the patient stayed overnight for observation. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid was taken after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.